Event description:
It was reported that at the beginning of the procedure, the carto had a 6150 magnetic sensor error for the sterimed soundstar catheter. They replaced the eco cable and swift link transducer and the issue did not resolve. The soundstar was replaced and the case continued without issue. After the case, they used ultrasound and there was a small pericardial effusion noted that looked the same as before the case. After taking out all the sheaths, the patient's blood pressure dropped. Using ultrasound, a larger pericardial effusion was noted. A pericardiocentesis was performed and approximately 300ml of fluid was withdrawn. The patient was stable and no further interventions were planned. Carto worked within specifications. Catheters used (B)(6). Catheters disposed of and lot numbers unknown. Ablation was performed by a medtronic pulse select. Carto (B)(6) work order for documentation only. Sterimed catheter information (B)(6). This catheter available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).